Event description:
A power source alert 07 was reported by the caller, indicating an issue with charging the device using the tandem charging cable and wall adaptor. Although it was uncertain if the issue caused any blood glucose impact as the caller declined to answer, there was no adverse impact to the customer's blood glucose level confirmed. The customer had attempted various troubleshooting steps, including leaving the pump connected to the charger for extended periods, but without success. Eventually, the pump spontaneously charged to 100% without being connected, and tandem technical support arranged to send replacement charging supplies and planned for a follow-up to ensure resolution of the issue.